Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was randomly losing power. Caller was advised to order a new battery and power cord. If unable to resolve the issue, the programmer is expected to be returned for service. There was no patient involvement.